Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. Pump passed the operating currents measurement, self test, unexpected alarm error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and the drive support cap was sticking out. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.